Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, programmer had undergone a thorough evaluation. There were no signs of abuse or mishandling observed. Further analysis noted that part of the internal circuitry were shorted and burned. It was then replaced. The programmer had passed all incoming tests.

Event description:
Boston scientific received information that this programmer had unreadable screen. It was observed that screen was shaking with lines through it. The unit was returned back to the laboratory. No adverse patient effects were reported.